Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text edwards lifesciences has investigated the reported event. As previously reported, the valve movement on the delivery system balloon and resulting too ventricular deployment of the initial valve was believed to be caused by a possible device malfunction. Based on the additional information received, the valve moved with the delivery system towards the left ventricle. There were no allegations that a malfunction of the delivery system or valve caused or contributed to the initially reported event. Based on this information, it has been determined that this event does not meet the criteria of a reportable event.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), a 26mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. Before the inflation of the commander delivery system balloon, the position of the radiopaque mid marker was checked under fluoroscopy . Prior to the inflation of the balloon, the balloon with the crimped valve moved together ¿a little bit¿ into the direction of the left ventricle. The final position of the valve was ¿too deep¿ (80% ventricular). The decision was made to implant a second 26mm sapien 3 valve. The implant of the second valve was successful. No paravalvular leak (pvl) was observed. The patient¿s hemodynamics were stable, with no gradient. At the time of the report, the patient was hospitalized in stable condition. Information regarding the access vessel minimum luminal diameter and degree of calcification and tortuosity was not provided. It was perceived that too much tension in the catheter system caused the movement. In addition to that, ¿more than usual¿ resistance with the flex wheel was also reported.